Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
This event is reported as: on 2 occasions, the drains are well sited in the pleural space and can be easily flushed. The drains do not appear to "swing". It is documented that on one occasion, the patient had a tension pneumothorax while the drain was in. The doctor was present throughout and no harm came to the patient. A chest x-ray was done with negative result. A new sahara was put on and the new drain was bubbling perfectly. The second event documented in MDR# 3004365956-2011-00230.